Event description:
It was reported noise was observed before and after the patient was involved in car accident. The patient was symptomatic due to pacing inhibition. The device was explanted and replaced. Noise was still reproducible with the retaining lead and the new device. The patient will be monitored. No further information is available.